Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and filament driver were replaced. The filament was re-calibrated and the cine drive was reformatted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system shut down during a case. The 9800 system intermittently locked up and had fast stop error message. No patient injury was reported.